Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 38; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code f-38 was confirmed during product evaluation. This condition was caused by the left force sensing receptor (fsr) being out of calibration. The two fsrs were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.